Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of tissue damage (mitral valve injury), mitral regurgitation(mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on information reviewed, cause of tissue damage was due to procedural conditions, and mitral regurgitation was a cascading effect. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with thin leaflets. The mitraclip xtr was advanced and two grasping attempts were done, however the mr was not reduced with either of those grasps. During the second grasp, the echocardiogram showed damage to the posterior leaflet. In the physicians opinion, leaflet damage was caused by the grasping attempts due to thin friable leaflets. The procedure was aborted and post procedure mr remained at 4+. On (B)(6) 2019, the patient underwent a mitral valve replacement surgery. The patient is reportedly stable and doing well. No additional information was performed.